Event description:
It was reported that shaft break occured. A 15mm x 4.00mm nc quantum apex¿ balloon catheter was selected for the procedure, however the shaft of the catheter was broken.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There was blood in the inflation lumen and guidewire lumen. The device was returned in two (2) pieces. The catheter was visually and tactilely inspected. There were multiple hypotube kinks and the hypotube was broken 83cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. The shaft was kinked 26.5cm from the distal tip. The catheter was inspected under magnification; the distal tip was damaged but there was no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occured. A 15mm x 4.00mm nc quantum apex balloon catheter was selected for the procedure, however the shaft of the catheter was broken.

Manufacturer narrative:
(B)(4).